Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 410 mg/dl. The customer was not treated yet but does have insulin with needle if they need it. The customer reported that the reservoir is empty. The customer was advised to change the reservoir. The customer was assisted with clearing no delivery alarm with esc and act button and we did get the resume or rewind on the pump screen.